Manufacturer narrative:
Report number: 1038671-2023-01403 d10 concomitants: (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, (B)(6), 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5, (B)(6), 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm, (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, (B)(6), 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm, (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01403. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6) 2018. They underwent subsequent left knee revision surgery on (B)(6) 2023, approximately 5 years 3 months after their primary replacement. Patient experienced prothesis wear, osteolysis, synovitis, joint laxity, swelling/ edema and implant pain. On (B)(6) 2023 op report postoperative diagnosis: left total knee revision instability of left knee. Intraoperative finding indicated that there was severe synovitis. The polyethylene liner appeared to have very minimal wear, but there was medial lateral instability throughout the range of motion. There was severe wear of the patellar component. Very minimal osteolysis was noted in the anterior femur just proximal to the intercondylar notch. The femoral component appeared to be well fixed. Patient was taken to the recovery room in satisfactory condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. No device return anticipated due to this being a legal case.